Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a reset. After a review of the device report it was determined that the ipg had no electrical reset but had parity errors and single bits of the memory were corrupt. The loss of data was only inside the non-critical diagnostic storage area and therefore the ipg will continue to operate normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Thirty-two parity errors occurred. Correction: if information is provided in the future, a supplemental report will be issued.